Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a sling placement procedure on (B)(6) 2010. According to the complainant, the patient had an excision surgery on (B)(6) 2010 to have portions of the mesh removed. The exact nature of the surgery is unknown. All other information is unknown and reportedly unavailable.